Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The stylus calibration was off by about 1/2 inch. After calibration, the stylus appeared to react slower than normal. The device powered up with a system error. Assembly found electrically out of specification. The lower case handle was bent and the upper case handle was broken. (B)(4) the rf head tested out of specification. The cable was found electrically out of specification.

Event description:
It was reported that when using the stylus pen, it was not coordinated with the display screen. The rf head was returned with the programmer and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported.